Event description:
Four days after implantation of a 2.5/23mm cypher stent, patient complained of chest pain and was taken to the hospital in an emergency where a coronary angiogram revealed a thrombus in the implanted cypher. The thrombus was treated by balloon angioplasty. A follow up angiogram conducted eleven days later showed no issues with the stent. The stenting procedure was an elective procedure targeting a de novo calcified lesion 20mm long in the first diagonal coronary artery 2 to 2.5mm wide with a type b classification and 90% stenosis. Pre-dilatation was not conducted and the cypher was implanted at 14atm for 20 seconds by direct stenting. Post-dilatation was not conducted. Intravascular ultrasound confirmed a residual stenosis zero percent. Timi flow before the procedure was 1 and 3 after the procedure. Act was measured. According to the physician, the thrombotic event occurred because the proximal portion of the stent was under dilated. However, high pressure could not be conducted for fear of dissection because the diameter of the distal first diagonal was too small. The vessel size was not given.

Manufacturer narrative:
This product is not sold in the united states; however, it is similar to a product that is sold in the united states. Additional information will be submitted within thirty days upon receipt.